Manufacturer narrative:
Upon review of the fractured area, notches were identified across the fracture line where it appears as though the coronal benders were used. Notches were also identified which travel through the center of the fracture. The fracture appears to have occurred approximately at the center of one of these notches and propagated from the notch. In addition, a review of the device history records revealed that both the raw material used to manufacturing of the rod and dimensions of the finished implant were within specification. It appears that the notching from the use of the coronal benders combined with repeated bending of the rod are likely the root cause of the rod fracture.

Manufacturer narrative:
The explanted straight cocr rod is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
The surgeon was using coronal benders to do a correction. He bent the rod over different segments. As the surgeon squeezed the coronal benders, the rod snapped in half. The surgery was completed successfully.